Event description:
The customer stated he was taken to the emergency room for high blood glucose readings. A few days prior to the hospitalization, the customer stated he had blood glucose readings over 500 mg/dl. The customer stated his blood glucose reading was 356 mg/dl when he was released from the hospital. Troubleshooting revealed that the time was incorrect on the insulin pump. No further troubleshooting was done as the customer was not feeling well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.